Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the implant not inflating correctly. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient was stable and the event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump was not functioning well.